Manufacturer narrative:
H4: the lot was manufactured from may 26, 2022 - may 27, 2022. H10: three (3) actual partially filled bags and six (6) photographs of the samples were received for evaluation. Unaided eye visual inspection was performed and no particulate could be identified. The sample was inspected under magnification and no particulate was identified. The fill port caps of all three samples were removed and no issue was observed on the connector or the cap areas. Visual inspection was performed to the photographs which observed a small, white, particle possibly of acrylonitrile butadiene styrene material in each of the bags. The reported condition was verified in the photo samples only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter. Two bags had a small particle and one bag had a clear-like particle. The issue was identified during the visual inspection process at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.